Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign object could not be identified. It was confirmed that there was no deformation in the area where foreign matter remained. It was confirmed that the instructions for use are being implemented. The detection method is described in chapter 3 preparation and inspection of the instruction manual urf-v3 operation edition. Instruction manual urf-v3 cleaning/disinfection/sterilization chapter 5: reprocessing of endoscopes describes preventive measures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed.

Event description:
The customer reported to olympus the uretero-reno videoscope, leakage at tip. The issue occurred during an unknown event. The procedure was unknown. There were no reports of patient or user harm associated with this event. Inspection and testing of the returned device found that a foreign objects came out from the forceps channel. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during the evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the following: due to a pinhole on channel tube, water tightness is lost; residual liquid or foreign material come out of channel tube; adhesive on bending section cover or distal sheath rubber has a chip; due to wear of angle wire, bending angle in upwards direction does not meet the standard value; an abnormal sound is made due to damage on angulation lever; control unit is sticky due to water leakage; insertion tube rotation ring has discoloration; video cable has a scratch; universal cord has a scratch; electrical contact of video connector has stain; video connector case is deformed; due to wear of angle wire, and bending angle in upwards direction does not meet the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.